Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time most likely underlying root cause: mlc-18- user has high glucose value (B)(4). Note: manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition had improved and she did not currently have any diabetic symptoms. On (B)(6) 2017, the customer had gone to the hospital and was checked into the ER. The customer's blood glucose result using the hospital meter was 300 mg/dl. The diagnosis was higher than normal blood glucose and the customer was given IV. The customer left the ER on (B)(6) 2017. When she left the ER the customer's glucose test result was 289 mg/dl. There were no new medications or healthcare program suggested. Ran another blood test with the customer and got an e-0. Will open up another call record and replaced the product.

Event description:
Consumer reported complaint for e-5 error: test strip error. Daughter is calling on behalf of the customer. The e-5 error occurred when the blood sample was absorbed. The customer's expected blood glucose test result range was undisclosed. At the time of the call, the customer reported symptoms of lightheaded and headache. The customer was going to seek medical intervention. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 01/14/2019 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history.